Event description:
Boston scientific received information that during a device upgrade procedure, the left ventricular (lv) lead was successfully implanted. A cardiac resynchronization therapy defibrillator (crt-d) was connected to the leads and the shock impedance measurements were greater than 200 ohms on the non-boston scientific right ventricular (rv) lead. Also, the lv pacing impedance was >3000 ohms and no capture was observed when using the right ventricular (rv) lead coil in the pacing configuration. The lv lead impedance measurements and capture were normal when the lv lead was tested on the pacing system analyzer (psa). The first device was disconnected and reconnected to the leads, but the issue did not resolve. The first device was removed and this new device of the same model was tried, with the same out-of-range shock impedance measurements observed. A new boston scientific rv lead was implanted and connected to this device, with all measurements within normal limits. The physician suspected a compatibility issue between the competitor's lead and the boston scientific device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.